Event description:
A 25mm slic screw was implanted on (B)(6)2015. On (B)(6) 2016, x-rays showed that the scaphoid portion of the screw had migrated from the scaphoid into the lunate bone. Screw remains implanted.